Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritated from electrodes pressing into the skin. The patient¿s hospital staff is caring for the skin irritation. Follow up indicated that the skin irritation improved.